Manufacturer narrative:
Added h6: component code and investigation conclusion.

Event description:
The following information was reported to gore: on (B)(6) 2021, a patient underwent endovascular treatment of an abdominal aortic aneurysm and both iliac artery aneurysms using gore® excluder® aaa endoprostheses, gore® excluder® iliac branch endoprostheses and gore® viabahn® vbx balloon expandable endoprostheses (vbx) with embolized a left inferior gluteal artery using plug (plug 4) and an inferior mesenteric artery. (B)(4) was implanted in a left internal iliac artery. (B)(4) was implanted to extend distally. (B)(4) was implanted to extend distally to a left superior gluteal artery. On unknown date in (B)(6) 2021, at a follow up, a computed tomography revealed occlusion of (B)(4). No treatment for the occlusion was reported. The physician stated that the occlusion could be caused by a weak out flow and it might have been better to perform a dual antiplatelet therapy. Reportedly, no kink or compression of the stent grafts of (B)(4) were observed.